Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported during dialysis catheter placement procedure, the catheter was allegedly separated from tunneler. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one tunneler was returned for evaluation. Gross visual, microscopic visual and dimensional evaluation were performed on the returned device. Bunching is noted on the protective sheath and tunneler shaft just distal to the barbs had minor tool damage. However, the investigation is inconclusive for the reported detachment issue as the exact circumstances at the time of the reported event are unknown. Furthermore partial product was returned for evaluation. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during dialysis catheter placement procedure, the catheter was allegedly separated from tunneler. There was no reported patient injury.